Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was not recognizing his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not recognizing batteries) has been confirmed. Upon investigation, the battery board was contaminated, which prevented the battery charger from recognizing inserted batteries. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.